Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed and b30 (scope communication error) occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on endoscope connector, b30 (scope communication error) occurred. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited scope connection error. The issue was found during inspection for use of the device. There was no patient involvement.